Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to multiple damaged components caused by physical damage and component (u29) to short circuit. The components had evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board will be replaced to address the issue. The device has been evaluated but not repaired, pending customer approval of the estimate.